Event description:
It has been reported by a dealer that a wheel on a lttb19fr transport chair that drags and has a self locking washer. "A bolt goes through the frame, and it will not go through the hole."